Manufacturer narrative:
Bellwald, s., weber, r., dobrocky, t., nordmeyer, h., jung, s., hadisurya, j., . . . Fischer, u. (2017). Direct mechanical intervention versus bridging therapy in stroke patients eligible for intravenous thrombolysis. Stroke, 48(12), 3282-3288. Doi:10.1161/strokea ha.117.018459 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00405. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature found reports of patient deaths after solitaire mechanical thrombectomy. The purpose of this article was to compare clinical and radiological outcomes at three months between bridging patients (intravenous thrombolysis + mechanical thrombectomy) and direct mechanical thrombectomy patients. The bridging thrombolysis group included 249 patients; 208 of the 249 patients underwent thrombectomy using a solitaire stent retriever. The 249 patients included 122 females and had a mean age of 73 years. The direct mechanical thrombectomy group included 111 patients; 96 of the 111 patients underwent thrombectomy using a solitaire stent retriever. The 111 patients included 49 females and had a mean age of 75 years. All patients were being treated for large-vessel occlusion anterior circulation stroke. Mortality was noted in: - 68/249 bridging thrombolysis patients - 30/111 mechanical thrombectomy patients.